Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a left ventriclular lv) lead dislodgement shortly after implant. The lead was reprogrammed, then later removed and replaced. It was also noted that the patient is participating in the system longevity study (sls). No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a left ventricular (lv) lead dislodgement shortly after implant. The lead was reprogrammed, then later removed and replaced. It was further reported that there were elevated thresholds. It was also noted that the patient is participating in the system longevity study (sls). No patient complications have been reported as a result of this event.